Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 02-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that they had experienced increased pain following a loss of stimulation. It was noted that the patient had become more active after they received the device and was regularly doing body building. An impedance check showed >10,000 ohms over all lead poles. The lead was replaced and the event was resolved. No further com plications were reported or anticipated.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead body conductor was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.